Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. The staples appeared to be properly aligned. Clear evidence of use in the form of biological material was observed on the device. The trigger was not returned engaged. The stapler was returned with 19 staples left in the cover block, indicating that at least 16 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a partially formed staple was released. On the second attempt, a partially formed staple was released. The sample was disassembled to inspect the internal components. The pawl was observed to be out of position. This prevented the staples from forming properly. In addition, die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. The pawl was reset and the stapler was reassembled. The trigger was engaged, and a staple was able to properly form and release. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining twelve staples fired were able to engage and successfully close into the simulated skin pad. It could not be determined how or when the pawl became out of position. It could not be determined how or when the pawl became out of position. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The sample was returned with the pawl out of alignment. This prevented the staples from forming properly. Once the pawl was reset the staples fired properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the pawl became out of alignment. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".